Event description:
It was reported that while a consumer was using a bd insulin pen needle, the needle broke off and remained in the consumer's abdomen. The consumer received an x-ray to locate the broken needle and required surgery to remove it. The consumer was also given antibiotics post-operatively. As of (B)(6) 2014, there has been no report of infection.

Manufacturer narrative:
Results - no samples were received for evaluation. A review of the DHR could not be performed as a lot number for this incident was not provided. Conclusion - without a sample, a root cause for this incident could not be identified.